Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart and a cold reset was performed error. Customer¿s blood glucose level was 17.9 mmol/l. Customer was able to clear the alarm and was able to complete rewind. Customer received the same error after battery change. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted. (B)(4).